Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013 as part of the (B)(4) study. According to the complainant, the patient underwent her first bt treatment to the right lower lobe. The procedure was successfully completed with no issues noted. Following the procedure, the patient experienced an event of asthma aggravation. The patient developed a wheeze post bt treatment and was hospitalized. During her hospitalization, she was treated with intravenous solu-medrol. On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2013, the event of asthma aggravation was reported to be resolved. Baseline spirometry values: visit date: (B)(4) 2013. Pre-bronchodilator: fev1: 2.22; fev1 % predicted: 90.24; fvc: 2.48; fvc % predicted: 80.52. Post-bronchodilator: fev1: 2.26; fev1 % predicted: 91.87; fvc: 2.54; fvc % predicted: 82.47.